Event description:
It was reported that the customer had low blood glucose levels due to not knowing that insulin was being injected. Customer stated that they passed out and broke the belt clip. Customer's blood glucose level at the time of the call 136mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.